Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/20/2010 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device.

Event description:
The customer reported that the device had internal case damage. It was reported there was no patient involvement.